Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to noise, high impedance out of range, and oversensing. A new device of a different model was successfully implanted. The device will not be returned as it was sent to pathological. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to noise, high impedance out of range, and oversensing. A new device of a different model was successfully implanted. The device will not be returned as it was sent to pathological. No additional adverse patient effects were reported.